Event description:
It was reported that "severe push back from bypass tube when inserting the manta into its sheath. After the first device failed, they tried the second one, the failure occurred again. The third one was successful". Additional information: "during a tavr heart valve procedure. Micro puncture was utilized to gain central access in the right common femoral artery. Vessel size was >6mm with mild posterior calcification. Measured depth for the manta was 2cm. Systolic blood pressure was 120mmhg and act was < 200. As reported perfect closure with manta, no patient harm associated to the reported issue. Assocxiated complaints: 3010252479-2024-00134 and 3010252479-2024-00135.

Manufacturer narrative:
Qn# (B)(4). 2 units of manta, 2 depth locators, 2 dilators and one sheath were returned together for evaluation. Blood particulates were noted on all the units. The units were decontaminated and inspected. On the device associated to this complaint, the trigger was not actuated. Button valve was observed to be slightly displaced. Resistance was noted when functionally tested for advancement. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 84-year-old male patient, 80kgs, 180cm, bmi - 24.7, presented in the or for an evar procedure. Medial access was gained utilizing a micro puncture kit. The right common femoral artery was greater than 6mm with mild posterior calcification, mild tortuosity, and a measured deployment depth of 2cm. No issues were encountered advancing or withdrawing the 25f procedural sheath during the case. Following the evar, heparin was administered and an 18f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not easily enter into the hemostatic valve. While unsuccessfully attempting to advance the bypass tube through the sheath, the manta device was kinked and the sheath tore. The manta instructions for use indicates inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. The manta device is contraindicated in the following: marked tortuosity of the femoral or iliac artery. IFU procedure requirements state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery; and if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Conclusion: manufacturing / process deficiency. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.